Event description:
Customer reported he was at the beach and now there is moisture in his insulin pump's display. The device is alarming. Customer removed the battery from the device. Customer was advised in order to replace the device he needs the serial number. Customer said he would call back once he gets home. Customer did not provide his blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.